Manufacturer narrative:
H.6. Investigation: a complaint of "drawer c rows g/h 20 vials flagged positive" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6) . Field service engineer was dispatched, racks were replaced and sticky bits were reset to resolve the issue. The complaint is confirmed and the root cause is traced to "faulty racks". This is a known issue that has already been corrected with CAPA#410111. To install shorting boards to the rack pcbs. Review of device history record for instrument serial number, (B)(6) is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Device was installed on 8/26/2015. Samples were not received by quality for investigation and thus, returned material investigation could not occur. Service history record review revealed no previous complaints for this issue. Bd quality will continue to closely monitor for trends associated with this failure.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that drawer c rows g/h 20 vials flagged positive"

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that drawer c rows g/h 20 vials flagged positive."